Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh and polyform were implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh and polyform were implanted. The patient experienced erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, and bladder infection. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to pain, wetting and scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with polyform due to sui and pop. It was reported that following insertion the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, and bladder infection. It was reported that the patient underwent a mesh revision/removal on (B)(6) /2011 due to pain, wetting and scarring.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with polyform due to sui and pop. It was reported that following insertion the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, and bladder infection. It was reported that the patient underwent a mesh revision/removal on (B)(6) 2011 due to pain, wetting and scarring. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.